Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no power issues and no activity outside normal use observed in the black box or download history. The battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A test cap was used for testing purposes. The pump was opened and no damage was found to the power circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no alarms or power issues found during testing. Use error contributed to the reported event as the patient continued to use a damaged pump. Unrelated to the complaint, the bolus button was found to be missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the lay-user/patient and his mother contacted animas alleging a power issue with the pump. The patient's mother indicated that there was a crack in the pump's casing and the pump was powering on and off. The patient claimed that on (B)(6) 2012, his blood glucose (bg) level was "146 mg/dl" around dinner time. An unspecified time later, the patient claimed that his bg level began to rise. By bedtime, the patient's bg level was reportedly at "222 mg/dl." The patient mentioned that he was sick a week earlier and he thought he was coming down with something again. The patient gave a correction via the pump and at unspecified time during the time of concern. The next morning, the patient claimed that his bg level was "350 mg/dl" and he had symptoms of extreme thirst and a bad headache. He also mentioned that he could barely see. The patient treated via syringe and his bg came down to "250 mg/dl." He felt better and his headache was gone. The patient, however, still felt thirsty. The patient was going to test for ketones and start a backup plan for insulin delivery. He also planned on giving himself an shot of lantus. The alleged issue was not resolved with troubleshooting. The pump was replaced. The patient indicated that he had changed the pump's battery and battery cap 5 days earlier. He denied observing any corrosion on the battery or battery cap. He also denied that the pump suffered any trauma. The patient indicated that the cannula was straight and no blood, lump, or pus was noticeable at the site. There were no signs of leakages or air bubbles. The patient also admitted to having an occlusion during the day on (B)(6) 2012. However, the patient reportedly changed out the site/set. According to the patient, the pump's time and settings were correct. The patient was advised to change out the infusion set for 2 unexplainable high bg's. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level and symptoms suggestive of severe hyperglycemia. However, at this time it is unclear if the pump and/or use-error contributed to the patient's injury. The alleged cracked casing issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unknown when the crack was first noticed, what actions the patient took in response to the cracked casing issue, and what actions the patient took before developing the elevated bg levels.